Manufacturer narrative:
(B)(4). G2 : foreign : canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was preparing to pin the intramedullary based cutting block to the humerus. While driving the short steinman pins in to secure the block they bound up, and the driver seized on the end of the pin. The pin broke inside the driver and the guide. Attempts have been made and additional information on the reported event is unavailable at this time.